Event description:
The lay user / pt contacted lfs on (B) (6), 2010 alleging erratic reading on his one touch ultra2 meter. The pt mentioned that on (B) (6), 2010 at around 11:30 pm, he tested his blood glucose and obtained a 195 mg/dl, 200 mg/dl, 204 mg/dl and 182 mg/dl. Results were taken greater than 20 minutes from one another. The pt then took his usual dosage of diabetes medication approximately 2 hours later, the pt exhibited symptoms of feeling sweaty. The pt did no seek any medical attention or contact his physician for assistance. Product was replaced. The complaint is being reported since the pt alleged that due to erratic readings, he developed symptoms two hours later, suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.